Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month and a half from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 january 2023: lot 2202735: (B)(4) items manufactured and released on 27-may-2022. Expiration date: 2027-05-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.